Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they were seeing a flashing triangle with an exclamation point on their patient programmer (pp) today. Then a week or so ago, they were seeing off and only noticed because they were feeling real bad and had no motor skills. They do not know how the implantable neurostimulator (ins) was off. They stated they are seeing 2.77v on the pp for their ins. Patient services reviewed button use, elective replacement indicator (eri) and end of service (eos) voltage. Troubleshooting resolved the issue.

Manufacturer narrative:
Product ID neu_ptm_prog, serial# unknown. Product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the cause of the triangle was probably operator error. The cause of the ins being off was not known. The symptoms went away when the ins was turned on.